Event description:
The customer contacted baxter's technical service center to report an issue of damaged tubing on the homechoice disposable cassette. The patient stated there was a pin hole in the tubing. The baxter technical representative (tsr) assisted the hp to end therapy and informed her to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of damaged was not confirmed and the cause was undetermined.